Event description:
Caller reported a malfunction on pump, specifically malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Customer was provided with pump reset information by technical support and assisted in resetting the pump, after which the malfunction did not recur. Customer was instructed to continue using the pump and to call back if the malfunction recurs, which they understood and acknowledged.